Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopy pulmonary resection, bleeding occurred from the stapler line after firing the pulmonary artery. To stop the bleeding, a sponge coated with the human coagulation factors fibrinogen and thrombin was used. The case was then completed.